Event description:
It was reported that during a follow-up visit, a patient reported to feel like losing consciousness when going to the bed. No issue was observed in a sitting position; however, ventricular oversensing was observed with ventricular pause of 3 seconds when he changed his body to lie on his side. It was reported that low ventricular lead impedance <200 ohms was recorded on v lead measurement curve. A re-intervention was performed on (B)(6) 2016 as the insulation fracture of the ventricular lead was suspected. Ventricular fracture point was not identified on x-ray nor observed during re-intervention. The ventricular lead was removed and a new lead was implanted instead. Even if the subject pacemaker failure was not suspected, it was replaced too. The explanted pacemaker was not returned to the manufacturer as it was discarded at the facility.

Event description:
It was reported that during a follow-up visit, a patient reported to feel like losing consciousness when going to the bed. No issue was observed in a sitting position; however, ventricular oversensing was observed with ventricular pause of 3 seconds when he changed his body to lie on his side. It was reported that low ventricular lead impedance <200 ohms was recorded on v lead measurement curve. A re-intervention was performed on (B)(6) 2016 as the insulation fracture of the ventricular lead was suspected. Ventricular fracture point was not identified on x-ray nor observed during re-intervention. The ventricular lead was removed and a new lead was implanted instead. Even if the subject pacemaker failure was not suspected, it was replaced too. The explanted pacemaker was not returned to the manufacturer as it was discarded at the facility.